Event description:
Air leakage when manifold is in use. May be related to connection with syringe, may be related to manifold side ports. Air was in line, some injected into pt. The pt condition is "unk".